Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an endoscopic thoracoscopic surgery, on partial resection the lung, the 1st reload was already used. The 2nd reload was successfully used without problems. When the surgeon handed over the unit to the nurse after the firing and the 2nd cartridge was removed, but a difficulty occurred. The reload was being used in an articulated status, so the nurse pushed and held the center control button to upper way in order to return it in a neutral position, but it did not respond. It was working normally when it was articulated. The handle suddenly turned off, so it couldn't be returned to the neutral position. Looking at the handle, the display was found to turn off; the center control button did not respond to the upper, lower, left, and right way. The user tried the powered approach. Pushed and held down the left and right green buttons for ten seconds, but it did not respond. The adapter was disconnected from the power handle and reconnected, but it did not react. The reload could not be removed from the adapter because it was articulating. The adapter could be removed normally from the handle. All applicable products were replaced with a new device, and the operation continued. It was noted there was no defect with the shell. The operator checked the condition of the instruments at non-sterile field and connected the reported power shell to the new power handle. Then, when the reported adapter was connected, calibration began and the articulation of the reload returned to the neutral position. After that, each product could be removed normally. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an endoscopic thoracoscopic surgery, on partial resection the lung, the 1st reload was already used. The 2nd reload was successfully used without problems. When the surgeon handed over the unit to the nurse after the firing and the 2nd cartridge was removed, but a difficulty occurred. The reload was being used in an articulated status, so the nurse pushed and held the center control button to upper way in order to return it in a neutral position, but it did not respond. Looking at the handle, the display was found to turn off; the center control button did not respond to the upper, lower, left, and right way. The user tried the powered approach. Pushed and held down the left and right green buttons for 10 seconds, but it did not respond. The adapter was disconnected from the power handle and reconnected, but it did not react. All applicable products were replaced with a new device, and the operation continued. It was noted there was no defect with the shell. The operator checked the condition of the instruments at non-sterile field and connected the reported power shell to the new power handle. Then, when the reported adapter was connected, calibration began and the articulation of the reload returned to the neutral position. After that, each product could be removed normally. There was no patient injury.